Event description:
It was reported that the device aborted shocks when hooked up to a simulator. There was no pt involvement.

Manufacturer narrative:
Summary: testing performed has been unable to reproduce error mode reported. The investigation remains open. Results: the actual device has been evaluated. Testing performed has been unable to reproduce error mode reported. No conclusion can be made at this time. The investigation remains open.